Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy impedance measurements, with some measurements high out of range over 2000 ohms. Technical services (ts) was consulted and they indicated a spring contact issue was suspected as all other lead measurements were within normal limits. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).